Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified proximal left anterior descending artery. The ht balance middleweight universal ii guide wire met resistance during removal from the introducer needle after tip shaping. Extra force had to be used to pull out the guide wire from the introducer needle. It was noted the guide wire felt coarse mid to distal segment suspecting coating peeled off. It is unknown if the peeled off coating remains in the patient. Another non-abbott device was used to successfully complete the procedure. There were no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection were performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported peeled/delaminated could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that force had to be used to pull out the guide wire from the introducer needle. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the reported serious injury/ illness/ impairment appears to be related to the operational context of the procedure. Additionally, the cause of the reported foreign body in patient was due to peeled off coating potentially left in the patient's anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.